Manufacturer narrative:
Product analysis: analysis confirmed the customer comment as an error code was present on the external pulse generator (epg) at boot up. It was also noted that the lock key button was damaged and unresponsive. The micro processor unit board was replaced to eliminate possible software issues. The key pad was replaced. The device, battery drawer , liquid crystal display cable, battery cable and routing was inspected with no issues found. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.